Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation and mitral stenosis, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Patient ID: (B)(6). This report is filed due to an elevated mitral valve gradient pressure post procedure. It was reported that on (B)(6) 2018, the patient presented with degenerative mitral regurgitation (mr) grade 4+ with an anterior leaflet (a1, a3) prolapse and posterior leaflet flail. Primary jet a3p3, significant secondary jet a1p1, and mitral annular and mitral leaflet calcification with a significant cleft/scallop, and leaflet tethering. Two mitraclips (cds0602-ntr 80801u154, 80804u161) were implanted without a device issue, reducing the mr to grade 1+. The mean mitral valve gradient pressure was observed at 6 mmhg. On (B)(6) 2018, per discharge echocardiogram, the mr was graded 1+, and a mean mitral valve gradient pressure of 8 mmhg. On (B)(6) 2018, a follow-up echocardiogram was performed. The mr was grade 1+ and mean mitral valve gradient pressure 9 mmhg. On (B)(6) 2019, another follow-up echocardiogram was performed. The mr had increased to grade 2+ and the mean mitral valve gradient was 11 mmhg. Per physician, the increased mr was unrelated to the implanted mitraclips. There was no tissue injury and no device malfunction reported. Both clips were in situ. No additional information was provided regarding this issue.